Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump rebooted without user intervention. It was noted that the battery cap was never changed although the user guide instructs the user to change the battery cap every three to six months. The reporter denied any damage to the pump casing and denied any moisture in the battery compartment. This complaint is being reported because the reported power issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.